Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a 450cc ce med height tissue expander on an unspecified breast. Post-operatively, the tissue expander was reported to be defective. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the correct lot number was 9503606 and the serial number was (B)(6). Mentor also became aware of the following information: the patient's date of birth, weight and age at the time of event, date of event, and date of implantation. Lastly, the device was removed due to deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On march 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the ce med height te 450cc breast tissue expander was found to have two tears (a and b) on the posterior view, measuring approximately 1.5 cm and 1.1 cm, respectively. A microscopic examination was performed on both tears and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expander include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.